Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer was informed by technical support that a replacement pump with updated software would be sent, accompanied by training accessible in their tandem source account.